Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was experiencing continual shocking at her back where the wire was and below about a month ago. The patient said that she had tried all of the programs and experienced the same shocking. When asked, she said that she turned stimulation off and that did not affect the shocking, but said that it was worse then. The patient said she hadn't had any falls or trauma, that no new physical activities had been added, and had not done any heavy lifting the patient was redirected to contact her healthcare provider's office; however, the patient said she doesn't have a managing healthcare provider. Health provider listings were provided by patient services. Later that day the patient called back to discuss healthcare provider listings again. The patient then said that she wanted the device removed, because it was 'malfunctioning'. The patient said that the device was shocking her and had 'dislodged', which was causing severe pain. The patient reiterated that this started a month ago and had gotten worse yesterday. The patient turned the stim off and the issue continued. No further complications were reported at this time.